Manufacturer narrative:
(B) (4). Results: mi, revascularization.

Event description:
Patient received an endeavor rx drug-eluting stent. A non-qwave mi is reported to have occurred post stent implant. The patient is reported to have undergone re-pci 1 day following index procedure. Approximately 2 months post stent implant, patient is reported to have undergone a 2nd re-pci. Approximately 10 months post stent implant patient is reported to have undergone a 3rd re-pci procedure.